Event description:
It was reported that during implant procedure, the physician was unable to connect the rv lead to the device because the setscrew would not tighten. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Also noted the grommet and setscrew were damaged.